Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side seam. The leak was discovered "after filling, before patient use". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection was performed and a tear was observed at the lower right side edge of the bag. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted